Event description:
Litigation alleges that patient has experienced severe pain and toxic levels of cobalt and chromium in her body.

Event description:
Litigation alleges that patient has experienced severe pain and toxic levels of cobalt and chromium in her body. (B)(6). Update - report received from sales rep indicates that the patient was revised (B)(6) 2012 to address metallosis, high ion levels, and pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This investigation has been reopened because additional information has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
The patient harm was updated and added the stem to the impacted product due to alleged elevated metal ions. Cup and screw were also added to the ips due to the report in the ppf that it was removed during revision. The patient name, doi, dor and the unknown side of the hip was updated and added law firm in the facility name.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
After review of medical records, patient was revised to address dislocation and metallosis. Operative findings reported of severe metal staining, impingement of posterior neck and a black fluid. Pathology report stated that there was histiocytic inflammatory reaction, thin rod shape fragments consistent with metallosis. Clinic visits reported of instability or posterior subluxation associated with extreme motions and trochanteric bursitis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.